Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time (CT) of 18.7 seconds and monitoring voltage (mv) of 2.66. The CT and elective replacement indicator (eri) were questioned. A manual capacitor reformation (mcr)was performed, resulting in one CT of 19.5 seconds and a second mcr resulted in a CT of 16.9 seconds. Boston scientific technical services (ts) discussed eri indicators for this device and recommended demonstrating beeping tones to the patient. Ts also discussed replacing the device within 90 days of reaching eri. The device later exhibited a mv of 2.65 and CT of 17.9 seconds. Ts again discussed eri behavior and to demonstrate beeping tones to the patient. Additional information was provided that the patient later heard beeping tones from the device, and was scheduled for replacement. The device was explanted for normal battery depletion and was returned for analysis. Routine initial device testing indicated that detailed analysis was required. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.